Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4: UDI - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.